Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received several inappropriate shocks and inappropriate anti-tachycardia pacing (atp) for supra ventricular tachycardia (svt) detected as fast ventricular tachycardia (fvt), later in the day after the implant procedure. The patient described feeling like they "were getting punched in the chest". The patient was transported to the emergency department after the shocks and was feeling a lot of discomfort and soreness from the shocks. The implantable cardioverter defibrillator (ICD) detections were turned off in the ed and the patient was discharged. The extravascular implantable cardioverter defibrillator (ev-ICD) remains in use. No further patient complications have been reported as a result of this event.